Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general replacement procedure, this new implantable cardioverter defibrillator (ICD) exhibited a high out of range (oor) pacing impedance measurement of greater than 2000 ohms shortly after being connected to an existing right ventricular (rv) lead. The rv lead was left as is with the new ICD and the implant procedure was completed. Later, the system has continued to exhibit high oor pacing impedance measurements and high thresholds. At this time no changes have been made and the ICD remains implanted and in service. No adverse patient effects were reported.